Event description:
It was reported that during checks, the cardiosave intra-aortic balloon pump (iabp)  batteries  were not ejecting, and are stuck in machine. Customer reported that it is showing battery in battery terminal 1 not charged and greyed out despite the battery having a full charge.  After turning on iabp it indicated  helium transducer not calibrated. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10,h6(clinical& impact)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)  batteries  were not ejecting,  and are stuck in machine. Customer reported that it is showing battery in battery terminal 1 not charged and greyed out despite the battery having a full charge.  After turning on iabp it indicated  helium transducer not calibrated.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported issue. Fse have done calibration to the transducer. Fse then performed safety and functionality tests and cleared the iabp for clinical use.